Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer is experiencing high and low blood glucose levels. Customer also stated that the insulin pump has a bent cannula. Customer's blood glucose reading was 600 mg/dl. Nothing further reported.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted. The additional event details are found in report. The event date is also updated.

Event description:
The customer called and reported another hospitalization for a high blood glucose of 900 mg/dl. The customer had a heart attack. The customer was treated with an insulin drip for six days. The insulin pump was removed at the hospital and the customer reverted to manual injection.